Manufacturer narrative:
D10: 02-010-01-0240, (B)(6) - logic femoral ps cem left sz 4. 02-012-45-4030, (B)(6) - lgc tibial fit tray cem sz 4f / 3t. 200-02-32, (B)(6) - three peg patella 32mm. 204-34-02, (B)(6) - fluted stem extension 25l x 14 mm. H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2022-01165. No device was returned for evaluation; photographs of the device were provided; however, the reported event was unable to be confirmed. The review identified the damage to the top of the tibial spine appears consistent with articulating against bone or bone cement overhanging the femoral box cam. The articulating surface of the insert appears worn/damaged. However, the cause and extent of the wear/damage cannot be determined based on the image and information provided. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. The revision reported in event was likely the result of patient-related conditions, an insufficient bond between the implant and the bone, or a combination of these possibilities, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Report 2 of 2 for this event: it was reported a patient had an initial total right knee arthroplasty. Subsequently, eleven (11) years later, the patient experienced aseptic femoral loosening. As a result, the patient underwent a right knee revision procedure of the femoral and tibial components. The patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6: investigation findings. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.